Event description:
Post op, other complications, glenoid loosening, surgical vascular injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.